Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 235 mg/dl and 111 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips. Customer declined replacement product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.